Event description:
Reporter indicated that a handheld computer "continues to freeze upon interrogation and the reset and flashcard insertion-reinsertion did not resolve the problem." The handheld computer and flashcard have been received and are currently awaiting analysis.